Event description:
It was reported that during the implant procedure, when the left ventricular (lv) lead was being flushed, the silicone part above the serial number is written was swollen for a while, then came back to normal. Though it became normal, the physician asked to change the lead to the new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.